Event description:
It was reported that, increased pacing impedance and increased capture thresholds were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve this event. The patient was stable and will continue to be monitored.